Event description:
A caller reported experiencing a tandem mobi cartridge alarm, confirmed by technical support as cartridge alarm 30 occurring twice. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump with a unit that included updated software, as the customer did not have the latest version. The customer was advised on several actions: using mdi as backup therapy, placing the pump in storage mode, and programming settings into the new pump. Technical support also instructed the return of the defective pump to tandem to avoid charges, and confirmed shipment details for the replacement pump.